Manufacturer narrative:
Device and patient details unavailable at the time of this report, this report is submitted on september 11, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin flap breakdown at implant site resulting in the decision to explant the device. The device was explanted (date not reported) and the patient was re-implanted with a new device.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2016-02172.